Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this pacemaker was part of a system revision due to infection and erosion with sepsis. Additionally, it was also noted that the pocket was bleeding and the device was sticking out of the skin. The pacemaker was explanted. No additional adverse patient effects were reported.